Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead could not be removed during surgical procedure on (B)(6) 2019 due to scar tissue which had adhered to the lead. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: patient sex has been selected as "male" as it was inadvertently omitted.